Event description:
Reporter went to the ob/gyn and during her breast examination she was told that her implant maybe leaking she states that she was told that her implants would last a lifetime and she has had time for thirty years. Since implantation she has had the following symptoms occur over the years: abnormal blood test, calcification of breast tissue seen in MRI, fatigue, memory loss, chronic white blood count/inflammation, decrease muscle tone, disability, thyroid levels not within normal limits, no sensation in breast, urinary inconsistency and numerous others. The cosmetic surgeon that completed the procedure is (B)(6); he was one of the recommended surgeons on the dow corning website. Reporter states that she is disabled due to degenerative disc disease, and all of her symptoms from her leaking breast implants. She has no, where to turn to for help and that she is currently living in an extended stay hotel with all of her personal items. Her pain management doctor made a referral for her to see a surgeon that is located out of her city for fear no one in their town will provide care to her for treatment and removal of the breast implants. Reporter is a retired rn.